Event description:
The hospital reported the following in february 2006: "patient was intubated and sedated with fentanyl and ativan drip. But self extubated at midnight. The et tube was secured with stabilock et tube holder. Pt re-intubated by m.d."